Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 days. The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2015 due to cerebral emboli. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported cerebral emboli could not be conclusively determined. The device was not returned for evaluation. Stroke and peripheral embolism are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.